Event description:
In response to a crash call, the device was unplugged from ac mains. The user attempted to switch device on, but got no response. The user tried another couple of times, but again no response. When reconnected to ac mains, the device switched itself on automatically and operated as normally expected." The customer reported the following: "the pt died, but not as a result of the reported equipment incident."

Manufacturer narrative:
Medtronic continues to investigate the reported event.